Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the oversensing event was sensed by the device, leading to inappropriate therapy.

Event description:
It was reported that oversensing was noted on the right ventricular (rv) lead resulting in the device delivering inappropriate therapy. Diagnostic imaging was performed and dislodgement of the rv lead was observed. Abbott technical support was contacted, a revision procedure was performed, and the rv lead was successfully repositioned to resolve the event. The patient was in stable condition.